Event description:
It was reported that on (B)(6) 2022, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. Two clips were successfully implanted, reducing tr to a grade of 2. On (B)(6) 2025, the patient returned to the hospital due to heart failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported heart failure. Heart failure is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported hospitalization was a result of case specific circumstances as the patient returned to the hospital due to the heart failure. There is no indication of a product issue with respect to manufacture, design, or labeling.